Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during knee arthroscopy, the link of the ambient super turbovac to the console was made and it displayed an e7 error code from the first connection. A backup device from another reference was available to complete the procedure with no significant delay or other complications. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. The original information indicated another s+n reference was used to complete the procedure; however, additional information indicates the backup device used was the same model reported, therefore there was no change in the procedure. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.